Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was explanted because the patient needed an upgraded device. The ICD was returned to cpi for analysis and was found to have a pacing amplitude that was lower than specifications.